Manufacturer narrative:
B3. Month and year valid only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported during a follow up CT scan on an unknown date under five years later, a 30 mm dissection was identified distal to the original stent graft deployment site in the descending aorta. An additional procedure was performed on an unknown date. A non-mdt stent graft was deployed through the interior of the existing navion device, functioning as an inner lining and extending into the descending aorta to enlarge the true lumen. Per the physician the cause of the dissection was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that there was no evidence of stent ring enlargement, stent fracture or endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.